Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 225 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer uses quick-set infusion sets. No infusion site or set problems were noted. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
The 17mm amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since it was not returned to us. Should the device be returned for investigation a supplemental report will be filed.

Event description:
According to the information received, a fenestrated atrial septal defect (asd) was measured to stop-flow by echocardiogram and fluoroscopy using a 25mm sizing balloon. The smaller of the two defects measured 6mm and a 25mm amplatzer cribriform occluder (aco) was inserted through a 6f amplatzer torqvue 45° delivery system (dtv45). The device never seated well and always displayed a 'bowed' or 'balloon-like' appearance. This aco was removed and replaced with another 25mm aco. The aco was seated in the defect, but pulled through easily. This aco was also removed. The larger of the two defects measured 18mm and a 17mm amplatzer septal occluder (aso) was inserted through an 8f dtv45. The aso was seated in the defect and deployed. The aso was then examined by echo and appeared to be rubbing against the mitral valve. The aso was percutaneously snared and successfully removed. The patient will be referred for surgical closure of the asd.